Event description:
Pre-op diagnosis: fracture it was reported that on an unknown date, post-op, the setscrews got pull out and the whole construct was instable. Additional surgery was performed as a result of this event, where those implants ( in total 10 pieces) were explanted. The product did not break.

Manufacturer narrative:
(B)(6). (B)(4). Device is returned to manufacturer but evaluation not yet begun.

Manufacturer narrative:
Additional information: product analysis observations:set screw location within construct unknown. Threads do not show evidence of cross threading. Microscopic examination of the set screw rod interface node and surface identified asymmetrical rod witness marks on set screw face, suggesting the rod may have been located in the fas head at an angle. This is consistent with the asymmetrical rod witness marks found in the base of the fas saddles. Additionally, a localized region of excessive wear on the set screw face, suggesting axial cyclic rod movement was noted. Conclusion: set screw rod interface node height and witness marks indicate rod may have been angulated in its seating at the base of the fas saddle at final tightening, which could contribute to subsequent set screw back out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.